Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt j7 component was broken off at the ECG "d" dome. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged belt.